Event description:
It was reported that this right ventricular (rv) lead was a part of a full system explant due to the patient not needing the treatment any longer. During the explant, the lead was removed but the tip did not come out. The device fragment remains in the patient. There were no additional adverse effects to the patient. This lead will not be returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was a part of a full system explant due to the patient not needing the treatment any longer. During the explant, the lead was removed but the tip did not come out. The device fragment remains in the patient. There were no additional adverse effects to the patient. This lead will not be returned for analysis.

Manufacturer narrative:
This report contains an correction to h6: impact codes.